Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained unspecified higher scanned values while wearing the adc freestyle libre sensor compared to the built-in meter on (B)(6) 2021. As a result, the customer had a seizure and a loss of consciousness and was unable to communicate for 1-2 hours. A caregiver provided the customer with juice for treatment. No healthcare provider contact was made. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of 210 mg/dl compared to the built-in blood glucose result of 60 mg/dl was reported, taken within 10 minutes. When plotted on a parkes error grid, result falls into the "d" zone showing the difference in values to be clinically significant.